Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regp1717 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "PICC catheter with a hole below the red lumen near the valve portion of the catheter."

Event description:
It was reported by the customer "PICC catheter with a hole below the red lumen near the valve portion of the catheter".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 5 fr dual lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. When the catheter lumens were pressurized with water, and a spraying leak was observed in the extension tubing of the red lumen, approximately 0.5 cm distal to the hub. A microscopic observation revealed a very small split in the extension leg tubing of the red lumen. A superficial abrasion was observed just proximal to and aligned with this split. The split was observed to taper radially with the exterior side of the split being longer than the interior side, suggesting the damage originated from an exterior source. The edges of the split were observed to be mostly straight with slightly curved corners. The fracture surfaces of the split were observed to be somewhat rough in texture, but mostly flat and even. The shape, location, and characteristics of the split and the surrounding area suggest the catheter tubing was likely damaged due to contact with a sharp, pointed, and/or metallic object.